Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. These products were used for continuous ambulatory peritoneal dialysis. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the event was not reported. The patient¿s outcome was not reported. No additional information is available.